Event description:
It was reported that the unspecified bd pri tubing experienced blood backflow during infusion. The following information was provided by the initial reporter: there is no packaging, there is no returning the product. There is no part of batch number. Case subject: blood back flowing into lines patient or user harm: no case description: customer reports blood flowing back into lines when infusing anything and everything. Customer reports several of their 8100's having issues with blood flowing back into lines when infusing. Customer reports issue has been noticed for several weeks. Customer is unsure if this is an issue with the alaris systems, but would like assistance verifying it is not. Customer is awaiting additional support from a clinical representative.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of backflow of blood into the lines when infusing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pri tubing experienced blood backflow during infusion. The following information was provided by the initial reporter: there is no packaging, there is no returning the product. There is no part of batch number. Case subject: blood back flowing into lines. Patient or user harm: no. Case description: customer reports blood flowing back into lines when infusing anything and everything. Customer reports several of their 8100's having issues with blood flowing back into lines when infusing. Customer reports issue has been noticed for several weeks. Customer is unsure if this is an issue with the alaris systems, but would like assistance verifying it is not. Customer is awaiting additional support from a clinical representative.